Manufacturer narrative:
Device received in good physical condition aside from a scratched screen. No evidence of reported problem in event log. The device was started in application and due to a bad downstream sensor problems were found with the device double beeping with a cassette attached, which is causing the " no disposable" alarm and "no alarm at cassette removal. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical cadd-legacy 1, 6400 infusion pump, did not display a cassette at removal alarm and had screen damage, incident was discovered while testing. No patient involvement.